Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer reported issue. Visual inspection revealed component jp4 of power flex is damaged. Pin number 3 of jp4 is burned. Visual inspection of pigtail adapter revealed pin number 4 of lemo connector is slightly burned. The service technician replaced power flex and scrapped ac power adapter.

Event description:
The customer reported model palmtop ventilator revel has a burned lemo connector at the ventilator connection. The customer removed the pigtail because the ventilator was not charging. It is unknown if there was any patient involvement associated with the reported issue.